Event description:
It was reported to philips that the battery is dead. There was no patient involvement.

Manufacturer narrative:
The customer worked with the technical support representative. The battery is dead and needs a replacement battery. Upon conclusion of the evaluation, it was determined that the battery requires replacement. A battery was sent to customer. The customer scrapped the battery before any details were able to be gathered, therefore, we are unable to determine whether this represents a malfunction of the battery or a battery replacement due to battery age.